Manufacturer narrative:
The ge service rep conducted an on site investigation. The coin battery and the interconnect cable were replaced. The power supply was adjusted. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would not stop performing fluoroscopic x-ray. This event occurred during a procedure. No pt injury was reported.